Event description:
It was reported that stent damage occurred. The 90%, 35mm x 3.2mm stenosed target lesion was located in the severely calcified left circumflex coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent was found kinked. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.